Event description:
Customer originally called in 2008, to have a preventative maintanance performed on the device at physio-control. Two months later, physio-control contacted customer regarding service rates. At that time the customer reported that the device was involved in a patient incident in the same month. According to the reporter, the device, used in the emergency room, was placed on patient and after it charged up, it would not deliver a shock. Users obtained another defibrillator within approximately 30 seconds and patient was shocked within a minute. Patient survived and was transfered to the cath lab. Subsequent to the reported event, the hospital biomedical department evaluated the device and observed proper operation.

Manufacturer narrative:
Physio-control evaluated the device and observed proper operation through functional and performance testing. The device was returned to the customer for use.